Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) stated that the instrument on arm 4 was unable to close properly. The instrument was changed on the arm and the drapes checked. The caller reported the system was restarted yesterday following a similar fault. The tse reviewed the logs for the system while the caller was on the phone. There were no faults displayed for arm 4 with the system logs. Further review of the logs indicated several 40067 and 30107 faults, indicating the calibration of master tool manipulator (mtm) right 2 failed to complete during start up. A system restart was recommended; however, the customer indicating the surgeon was not likely to agree to perform mid case. The tse recommended to check that all instruments were transferred to surgeon side console (ssc) 1 and attempt use the other ssc. There was no troubleshooting performed during the call and the surgeon continued with the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff looked through the surgeon console once it turned on and saw the colored bars. The system initially powered on without errors. The surgeon continued to use the same surgeon console as the second one was still not working from the day before. On 15-nov-2023, the csr confirmed the surgeon started and completed the case with the same ssc. He did not change as the day before the other console was not working so only 1 was available. On 20-nov-2023, the (fse) clarified that csr was just answering following question, not advising there was any color bars issue and that they were implying the system has been checked upon powering. Additionally, the csr stated that on the previous day (B)(6) 2023 there was a different complaint. The right master of one of the scc was unresponsive to movements and it was corrupt. Once the surgeon moved to the other sc the problem was fixed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to home the surgeon side console (ssc)1 successfully. The ssc1 master tool manipulator (mtm)-right was repositioning when universal surgical manipulator (usm)3, usm4 changing position but was unable to perform "grip auto verify". The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed and the reported failure was replicated during calibration. During evaluation, the magnet was found to be detached from the grip levers. The inner and outer grip springs were found to be bent, causing the mtm2 to fail the grip calibration test. The following parts will be replaced as a fix: both grip levers, inner grip spring, outer grip spring.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed that there was no color bar issue when the system was checked initially and regarding the issue on previous day ((B)(6) 23), the issue was not resolved by restarting the system. The csr did a hard cycle restart and it was not resolved. The solution to complete the case was for the surgeon to move to the 2nd surgeon console. Ports were placed when the arm issue was identified.

Event description:
Refer to h10/h11 for follow-up information.